Manufacturer narrative:
(B)(4). It was reported that the cutter was not fitting correctly. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the comb was bent so the pre-tests could not be performed. The cutter was not able to roll smoothly due to the bent comb. The shoulder bolts, washers, and nuts needed to be replaced. The top hinges needed to be realigned and the device needed lubricated. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the shoulder bolts, nuts, washers, and comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was bent and the cutter was not able to roll smoothly due to the bent comb. The root cause of the reported event was due to the bent comb which caused cutter unable to roll smoothly. The issue was resolved with the replacement of the shoulder bolts, nuts, washers, and comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher cutter not fitting correctly. Upon initial inspection, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.